Manufacturer narrative:
G4: 07jul2020. B4: 01aug2020. The biomedical engineer evaluated the unit and found that the battery is low. The biomedical engineer checked in diagnostic mode and let unit charge to 99%, tested operation of unit on battery. Unit passed all test and returned to service. No part was replaced. The biomedical engineer states in her repair notes that the unit was not in use on patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04aug2020; b4: 18aug2020. The biomedical engineer replaced the battery to address the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18may2020.

Event description:
The customer reported that the battery does not charge. There is no light to indicate battery is charging. The customer placed an order for a new part. It is unknown if the unit was in use on a patient, but there was no reported patient harm.